Event description:
The following was reported to the hamilton medical ag: original complaint: cduring a ventilation appeared the tf´s. Clinicians replaced the ventilator with another c6. Complaint summary: tf 431001, 446029; 1746004; 1446029 and 1485001 due to defective mainboard.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: failure effect: device alarms with "technical fault: 431001" (blower fault). Ventilation stops (ambient mode) the next device selftest fails and alarms with "technical fault: 431002" (blower disconnected). Root cause: defective blower. Replacement of the blower.